Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump downloaded properly to the care link software noted. Pump passed the dat. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized on with (B)(6) 2017 a blood glucose level of 589 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.